Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: metal shavings came off when firing clip applier. Device fragments (small metal shavings) fell into the patient cavity. Device fragment (small shavings that would not wash away) were left in the patient.